Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to olympus for service/repair for a reported ¿connector cracking and noise when curved¿. Upon inspecting and testing, the image disappears when the up/down angle is operated due to disconnection/short circuit of the image sensor cable. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the image disappears when the up/down angle is operated due to disconnection/short circuit of the image sensor cable and the video connector is broken and the case is broken. The scope is leaking due to the cracked video connector. Additionally, a portion of the objective lens adhesive has peeled off. The light guide lens is cracked. The bending section cover has scratches. The bending section cover glue is missing and the insulation test failed. The scope is leaking due to the cracked video connector. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported event of the connector cracking and noise when curved is most likely due to a malfunction of the image sensor unit, the board inside the video connector, or the malfunction of the system. Olympus will continue to monitor field performance for this device.